Manufacturer narrative:
B3 - (B)(6) 2020. B5 - evaluation on 19-dec-2020: examination demonstrated corneal edema, a mid-dilated pupil, elevated iop, elevated icl vault and iop. Yag performed. Aqueous tap done (B)(6) 2020. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -15.00/1.5/78 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced pain, headache, light sensitivity, and blurry vision. Pupil block with elevated iop was observed. Additional surgical intervention (yag pi) and medical intervention (tropicamide, phenylephrine, cosopt pf, diamox, brominidine) were performed/prescribed. It was reported that the problem resolved, status of eye "normal". In the reporters opinion the cause of this event was the device.